Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
As reported "the issue occurred during incoming inspection/inventory review, product training/demonstration." Additional information states "pump will not run on battery, will only run with ac power when battery breaker is tripped. Also when attempting to pump, erratic bpw and multiple purge, high baseline alarms." No report of patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported "the issue occurred during incoming inspection/inventory review, product training/demonstration." Additional information states "pump will not run on battery, will only run with ac power when battery breaker is tripped. Also when attempting to pump, erratic bpw and multiple purge, high baseline alarms." No report of patient involvement.